Manufacturer narrative:
MFR eval/ investigation currently in process.

Event description:
Customer reports receiving a cut in 2009 while crushing direct check control vial. Customer reports using protective sleeve required to activate controls for use. No report if the customer sought medical attention.